Event description:
It was reported that the minicap transfer set leaked at the female connector with the twist clamp closed. This occurred when disconnecting from the cycler after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event., however intraperitoneal antibiotics were ordered for the patient. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, and h11. H11: the device was received for evaluation. Visual inspection was performed and a broken occluder foot was observed. Leak, clear passage, and clamp function testing were performed and a leak through a closed clamp was observed due to a broken occluder foot. The reported condition was verified. The cause of the damage is undetermined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.